Event description:
Customer reporting leakage of hemo valve when guidewire was introduced. The following events are known: 1. Guidwire introduced into valve for which immediate leakage was noted. 2. Blood squirted back out of the valve and contaminated dr's associates shoes. 3. Estimated blood loss was greater than 2 pints. The pt required a two unit blood transfusion.